Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 due to sui. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, vaginal scarring and unspecified issues. It was reported that patient underwent a procedure on (B)(6) 2013 for an unlisted reason. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, vaginal scarring and unspecified issues. The patient experienced erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a unknown procedure on (B)(6) 2013 for an unlisted reason.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.